Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion and prime tests. Device was received stuck in motor error alarm loop during bolus/basal delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. It was unable to confirm the motor position encoder error alarm in the alarm history due to the history file was overwritten. Device had cracked case at display window corner, minor scratched lcd window and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during prime. The device was not exposed to a magnetic field. The customer found a motor position encoder error alarm in the alarm history. Customer was advised to change the set and prime; customer was able to prime without a motor error alarm. Blood glucose value was 9.4 mmol/l. Alarm occurred once in the last 30 days. The insulin pump was replaced and returned for analysis.